Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperable error was displayed on the screen. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegation could not be confirmed. The device was inspected with no signs of damage that may have caused the error. The error logs were reviewed along with the inside of the device, neither indicated any reason for the error to occur. After 20 minutes of testing the error did not occur. Initially the device failed testing because the software was not able to put the device into sleep mode. The device was checked over and setup for testing again. The device passed all testing.